Manufacturer narrative:
Additional information was received that the patient was able to charge the ipg and opted to cancel plans for a revision. X-ray result showed no anomalies.

Event description:
A report was received that the patient was having difficulty charging the ipg. Upon palpation, the physician felt that the ipg was too deep and it had flipped. The patient will undergo a revision procedure wherein the ipg will be repositioned.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg. Upon palpation, the physician felt that the ipg was too deep and it had flipped. The patient will undergo a revision procedure wherein the ipg will be repositioned.